Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) pocket site. Physician was going to remove the battery, cap off the extension using an extension and boot, and remove the extension after the infection had healed. Approximately a week later it was reported that the battery and part of the extension was removed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient; product ID 37085-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension; product ID 3389s-40, lot# v884064, serial#, implanted: 2012 (B)(6), explanted: product type: lead. (B)(4).